Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that when he attempted to change the infusion set, after he rewound the insulin pump and held the act button, he received a no delivery alarm. The customer attempted to prime/rewind three times. Customer's blood glucose level was 250 mg/dl. While troubleshooting insulin did not exit. Changing the reservoir resolved the issue. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.